Event description:
It was reported the lcd (liquid crystal display) was defective on the right side (both levels). The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Lcd (liquid crystal display) found out of mechanical specification (bleeding screen). Analysis also found the upper case, lower case, and two side bail covers are broken. The battery release found contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.